Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited loss of capture, high impedance measurements, and helix mechanism issue resulting in failure to extend the helix. The ra lead was removed and replaced. The patient was in stable condition.